Event description:
It was reported that a patient experienced hypoglycemia with a glucose value of 42 mg/dl while using the ilet system, with contributing use behaviors including lack of meal announcements and overtreatment of lows leading to rebound hyperglycemia followed by subsequent lows. Symptoms included hypoglycemia. Outcomes included a temporary out-of-range period of approximately 30 minutes, after which glucose returned to range following treatment with candy and user education. Investigation included case review and user troubleshooting and education. Investigation of this case revealed user-related factors, specifically failure to announce meals and overtreatment of hypoglycemia, as the drivers of the event, with no device alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user error and use-related factors.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.